Event description:
It was reported that the user experienced difficulty inserting the cartridge into the pump chamber during a supply change while using a compatible infusion set, and the agent instructed the user to restart the pump and repeat the process, after which the cartridge attached, and the supply change was completed successfully. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no alarms. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed that the pump and cartridge functioned as intended after restart and reattempt, consistent with use-related difficulty during cartridge insertion rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup.